Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that high capture threshold was observed as a result of a cardioversion performed several months ago. The lead was explanted and replaced when repositioning was unsuccessful. The patient is stable.